Manufacturer narrative:
Add'l info has been requested. Subject device has not been explanted. Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review cannot be requested.

Event description:
Pt status post posterior fusion l3 to s1 returned to surgeon for a post op visit. An x-ray showed the rod pulled out of the screw head. It is not known if the surgeon will revise the patient. This is one of three reports for this event.